Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, the handle of an ncompass nitinol tipless stone extractor could not actuate the basket to open or close. The procedure was completed with a new same type device. Per the reporter, there was no visible damage to the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional/corrected information: b5, h6 (annex g). Investigation - evaluation reviews of the instructions for use, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The device was returned without labeling and in a plastic clamshell for investigation. The device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath was buckled near the yellow support sheath, preventing the basket assembly from moving freely within the sheath assembly. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded the cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2022. The procedure was completed with a new same type device. Per the reporter, there was no visible damage to the device.

Event description:
As reported, the handle of an ncompass nitinol tipless stone extractor could not actuate the basket to open or close. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Manufacturer narrative:
Initial reporter phone #: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.